Event description:
It is reported that the patient expired approximately 55 months post index procedure. Cause of death is unknown.

Event description:
One endeavor sprint rx drug-eluting stent was implanted at the proximal lcx. A dissection was noted therefore, one endeavor sprint rx drug-eluting stent was implanted at the proximal lcx, overlapping, as treatment of a complication/dissection/bailout. An attempt was made to implant a stent in the mid lad, however, the guidewire would not cross the lesion. Patient was asymptomatic/ free of symptoms at 30 day follow up and 6 month follow up. At 1 year follow up and at 1.5 year follow up, patient displayed stable angina. A ptca revascularization of the proximal rca (non-target vessel) was carried out approximately 20 months following index procedure. One other brand stent was implanted. Investigator has indicated that event was not related to the study stent. It is reported that a ptca revascularization of the proximal lad was carried out approximately 21 months following index procedure, due to instent restenosis. Two other brand stents were implanted. Investigator has indicated that event was not related to the study stent. At 2 year follow up, patient displayed stable angina.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (death).

Manufacturer narrative:
Evaluation results: dissection. (Secondary intervention, additional stent implanted during index procedure).